Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that during patient treatment the flow rpm display went blank or zero and did not show any values. The unit was rebooted and started up normally. No patient harm or injury was reported. (B)(4).

Manufacturer narrative:
The device was evaluated by a maquet field service technician. He observed no failures in the device logs, he ran a complete system check and could not find any fault with the device, it was therefore returned to clinical use. The technician confirmed on (B)(6) 2017 that the device has been in use for more than one year without any reported issues. This first follow-up report will also serve as the final report for this incident.

Event description:
(B)(4).